Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed through an onsite evaluation performed by an abbott representative. According to the center, the low flows were in the setting of dehydration and orthostatic blood pressures (bps), and it was believed that moderate aortic insufficiency (ai) was causing the alarms as well. A direct correlation between heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4) and the reported events (dehydration, orthostatic blood pressures, aortic insufficiency) could not be conclusively determined through this evaluation. The center reported that the patient was admitted from the clinic on (B)(6) 2020 due to (d/t) low flow alarms in the setting of dehydration, with orthostatic blood pressures (bps). The patient was given albumin and a ramp echocardiogram (echo) was performed. The speed was further optimized, with speed increased to 5600 rpm. Norvasc was decreased to 2.5mg and coreg was decreased to 6.25mg twice daily (bid). The patient was safely discharged on (B)(6) 2020 per the ventricular assist device (vad) coordinator. The patient was asymptomatic with the alarms. The alarms occurred when the patient was getting up to the bathroom at night. The doctor believed that moderate aortic insufficiency (ai) was causing the alarms as well. On (B)(6) 2020 the clinical consultant performed a low flow software upgrade (version 1.5.2) on the patient¿s system controllers. System controller serial number (B)(4) was upgraded, and system controller serial number (B)(4) was upgraded. The low flow alarms reportedly resolved after the software upgrade. The patient remains ongoing on hm3 lvas, serial number (B)(4) and no additional complaints have been reported at this time. The hm3 lvas instructions for use (IFU) states that moderate to severe aortic insufficiency must be corrected at time of device implant. The IFU provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available. Section 5 of this IFU states that moderate to severe aortic insufficiency must be corrected at time of device implant. Section 1 of this IFU provides an explanation of all pump parameters, including pump flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having low flow alarms in the setting of dehydration with orthostatic blood pressures. The patient was given albumin and a ramp echocardiogram was done, along with pump speed optimization. Norvasc and coreg were decreased and the patient was discharged on (B)(6) 2020. Additionally, the low flow alarms occurred while the patient was getting up during the night and they were otherwise asymptomatic. The cause of the low flows was believed to be caused by moderate aortic insufficiency. The patient's blood pressure medications were adjusted, but the low flow alarms continued. Low flow software was successfully upgraded on the controller on (B)(6) 2020 and there were no additional alarms.